Event description:
It was reported that the clamp on the offset double clamp bar broke during regular use. There was no report of pt injury or medical intervention associated with this incident.

Manufacturer narrative:
The manufacturer is attempting to obtain additional details from the user facility regarding the reported incident. A follow up report will be submitted once additional details become available.